Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid was malfunctioning and required multiple reboots of the machine before it would function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found that issue was related to 1.11 upgrade. Fse proceeded to close the case as this was upgrade failure.